Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2024. During the procedure, the cutting wire "came off." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.